Event description:
After use of an exoseal device for vascular closure, it was reported that in the following days post angioplasty procedure, the patient developed a pseudoaneurysm in the access. The device seemed to work normally during the procedure, the surgeons made a manual non-occlusive compression (about 2 minutes) with inner haemostasis verified. The pseudo aneurysm was treated percutaneous injection of thrombin. The patient is doing fine and was discharged from the hospital 48 hours later. The procedure was retrograde and interventional. (B)(6). The vcd was prepped according to the IFU. There were no visible signs of device/package damage prior to use. The femoral artery's suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5mm in diameter. There was no visible calcium/plaque and no stent near the puncture site. The vessel did not have stenosis >50% at or near the puncture site. Was the target femoral site was not previously closed with any closure device or manual compression less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. There was no multiple stick attempts made before arterial access was achieved. The physician has not achieved certification on the use of exoseal vcd and he has used the device on two procedures. The product will not be returned as it was discarded.

Manufacturer narrative:
After use of an exoseal device for vascular closure, it was reported that in the following days post angioplasty procedure, the patient developed a pseudoaneurysm in the access site. The pseudo aneurysm was treated percutaneous injection of thrombin. The patient is doing fine and was discharged from the hospital 48 hours later. The device seemed to work normally during the procedure, the surgeons made a manual non-occlusive compression (about 2 minutes) with inner haemostatis verified. The procedure was retrograde and interventional. (B)(6). The vcd was prepped according to the IFU. There were no visible signs of device/package damage prior to use. The femoral artery's suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5mm in diameter. There was no visible calcium/plaque and no stent near the puncture site. The vessel did not have stenosis >50% at or near the puncture site. The target femoral site was not previously closed with any closure device or manual compression less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. There was no multiple stick attempts made before arterial access was achieved. The physician has not achieved certification on the use of exoseal vcd and he has used the device on two procedures. The product will not be returned as it was discarded. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. The exoseal IFU lists pseudoaneurysm as a potential adverse event associated with femoral artery closure procedures. Pseudoaneurysms are a common procedural complication and are frequently related to stick technique, anticoagulation, blood pressure and/or discomfort during and after the procedure. These factors in combination with antiplatelet therapy after a procedure can lead to hematomas. Review of the available information suggests that patient and/or pharmacological factors may have contributed to the reported events. Without the product available for analysis, no determination regarding potential contributing factors could be made. Based on the available information and the device history record review, there is no indication that the events are related to the device manufacturing process. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.